Event description:
A malfunction was reported, with malfunction code 16 causing issues with the pump. The customer's blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided assistance in resetting the pump, but as the malfunction persisted, they arranged for a replacement under warranty. The customer was guided to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Instructions were provided for returning the faulty pump to tandem, which the customer understood and acknowledged.